Manufacturer narrative:
Analysis: the device has not been received for analysis, and without receipt of the product, no definitive conclusion can be made regarding the clinical observation. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. Conclusion: reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions.

Manufacturer narrative:
Product analysis: the product specimen has not been returned. Conclusion: multiple attempts have been made to request additional information surrounding this product experience; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 3 years and 1 month post implant of this annuloplasty band, it was explanted and replaced for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.